Manufacturer narrative:
The reported event of setscrew problems was confirmed in the laboratory. Analysis found incorrect wrench insertions were being made into both the atrial and ventricular setscrews. The setscrews had been turned down, positioned to where the setscrews were blocking the leads from fully inserting into the connector ports and could not be adjusted or backed out. The incorrect use of the wrench resulted in inability to insert and adjust.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacing lead could not be inserted into the pacemaker during surgery. It was noted that the screws would not loosened. The pacemaker was replaced. The patient was in stable condition.